Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with several episodes of non-sustained rv oversensing. Noise was not reproduced with pocket manipulation and isometrics. Patient was being monitored when two weeks later additional noise was observed. Lead was then extracted and replaced without any issue. Small insulation breach proximal to the svc coil was noted post-extraction. The patient was stable.

Event description:
New information received indicated that clavicular crush was also observed.

Manufacturer narrative:
Clavicle crush damage was noted at 25.0-26.0cm from the connector pin. The etfe coating was damaged and inner coil exposed at this location, consistent with the field observation of noise and oversensing.